Manufacturer narrative:
(B)(4). Event date (B)(6) 2015.

Manufacturer narrative:
(B)(6). Batch unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Where within the green range was the device fired? Was there any audible or tactile feedback? If so, please describe. Did you experience any staple formation issues in the primary procedure? If so, please describe the appearance of the staples. Were the donuts and washer inspected? If so, please describe. Was a leak test performed? If so, what were the results? What is the current patient status?

Event description:
It was reported that during a sigmoid colectomy procedure, the patient underwent the procedure. The patient started passing a little blood post op on day one. The surgeon brought the patient back into surgery to give a colposcopy and applied clips to the staple line after noting there was a bleed in the staple line. The device was discarded.